Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: customer returned photos of 3/10cc syringes. Customer states that the needle shield with hub was detached from the barrel. The attached photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Manufacturing (holdrege) will be notified of this issue. Unable to perform DHR check for needle hub separates due to unknown lot number. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: on 23 apr 2020, holdrege received photo complaint. A visual evaluation of photo found (2) syringes with no needle assemblies attached to the syringe. There did not appear to be any damage to the tips of the barrels, or to the core pins on the needle assembly. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Rationale: CAPA# 1122103 has been opened to address this issue.

Event description:
It was reported that the needle shield detached from the bd ultra-fine¿ insulin syringe with the hub in it before use. The following information was provided by the initial reporter, translated from japanese to english: "two samples were returned. Bdj found that the needle shield with hub was detached from the barrel of each sample."